Manufacturer narrative:
Product analysis: the rf head failed incoming tests. Excessive internal corrosion was found, as well as a cable that was out of electrical specification. The rf head was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as an associated product and subsequently tested out of specification. There was no patient involvement.